Manufacturer narrative:
Occupation was lay user/pt.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the customer's meter was 2.2 inr. The result from his physician's roche professional meter later in the day was 2.9 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer stated he "makes too many red blood cells", but did not know his hematocrit. The customer had no direct thrombin inhibitors, no heparin therapy, no lúpus, no antiphospholipid antibodies, no dose changes, no diet changes, no new meds, no new illnesses, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The returned meter was tested with comparable retention test strips and quality controls. Additional measurements were performed with master lot #28632180 (recalibrated lot to rtf/09). Testing results: qc 1: 2.5 inr , qc 2: 2.5 inr , qc 3: 2.5 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2 %. Retention test strips (lot 250322) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided that would point to a cause for the result discrepancy.